Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated, and the reported issue was confirmed as it was noted that the device will not pass a calibration check during the 6 degree test. The chiller does not function to cool the water in the chiller tank. Replaced chiller assembly. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated. An electrical safety test was performed. A final inspection was performed. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had a calibration error 80 expected 6 actual 28, chiller temperature (t4) was 26.9, system hour was 254.8 in arctic sun device. Per review of wo, the device was coming in for assessment and there was no patient involvement. Per support/biomed tech via phone on 25april2023, it was reported that the device failed calibration. The biomed submitted the paperwork to send it in for an assessment but because the address was incorrect, it takes it a while to be corrected.